Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was inability to advance the guidewire through the left ventricular (lv) lead, along with resistance. The lv lead was replaced. No patient complications have been reported as a result of this event.